Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via right femoral artery in a 72 year old male for high risk percutaneous coronary intervention. The patient¿s comorbidities included aortic stenosis. The patient¿s clinical state prior to initiation of support was scai stage a. During insertion of the cp, resistance was met through the aortic valve and the impella cannula kinked. The motor current was flat and flows reduced. It was decided to remove the cp and use a different device. The failure to advance will be conservatively reported for hemodynamic instability as it prompted premature explant, but there was no lasting harm or injury reported and the delivery issue may be influenced by patient-specific factors such as the aortic stenosis and underlying cardiogenic shock physiology.

Manufacturer narrative:
Corrected data. D4 updated/corrected. The investigation is still ongoing.

Manufacturer narrative:
Complaint coding was updated to more accurately reflect the reported event. This update included the addition of the ¿restricted flow rate¿ code as details indicated motor current was flat, flows were reduced. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding have been updated, corrected and should be considered the representation of the reported event. Correction. D1 brand name was corrected accordingly.

Manufacturer narrative:
Additional information has been provided in d9. Corrected information has been provided in h3. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Failure to advance: based on the clinical details provided, the cause of the failure to advance is most likely patient related as there was resistance going through the aortic valve causing the device to kink and ultimately needed to be replaced. Pd-cannula assembly- (twist, bent, kinked): based on the clinical details provided, the cause of the pd-cannula assembly - (twist, bent, kinked) is most likely due to a material kink due to the patients condition as clinical details state that there was resistance going through the aortic valve causing the device to kink and ultimately needed to be replaced and returned product had evidence of a kink on the cannula. Low or blocked pump flow: based on the clinical details provided, the cause of the low or blocked pump flow is most likely due to a material kink due to the patients condition as clinical details state that there was resistance going through the aortic valve causing the device to kink and have lower flows and returned product had evidence of a kink on the cannula.